Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity." This report filed (B)(4), 2011.

Event description:
It was reported that patient enrolled in a clinical study underwent total knee arthroplasty on (B)(6), 2011. Subsequently, a revision procedure was performed on (B)(6), 2011 due to loosening of the tibial tray component. It was further reported that the tibial tray never achieved bone ingrowth and that it had shifted into varus. The tibial tray was removed and replaced. No further information has been provided to date.